Event description:
During a coil embolization procedure to treat an aneurysm of the (pcom) posterior communicating artery, the orbit rdfl complex mini coil was advance via microcatheter, but there was difficulty advancing the coil. The coil was withdrawn, but the delivery system could not be removed from the microcatheter. The systems, the coil and microcatheter were removed unit, and the coil was stretched. Another device was utilized to complete the procedure. The aneurysm size was 3.7mm*5.8mm.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
A non-sterile trufill dcs was received in tangled condition inside a plastic bag. The hypotube was inspected and several kinks were found on it. The introducer was received zipped without damage. Part of the support coil, gripper and embolic coil were found inside of the introducer. The support coil was found kinked. The gripper was found without damage. The embolic coil was still attached to the gripper and it was found stretched. The od from the delivery tube was measured and was found within specification according to document (B)(4). The gripper and embolic coil were inspected under microscope, the gripper was found without damage and the embolic coil was found stretched. The functional test could not be performed due the conditions of the received product. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the customer coil - impeded in microcatheter could not be evaluated due the conditions of the received device. The failure coil - unraveled/stretched was confirmed. The cause of the coil stretched and the damages found on the device could not be conclusive determinate however these defects could not be related to the manufacturing process. Procedural factors appear to have contributed to this failure. Inspections are in place that prevents this kind of failures leaving from the facility. Therefore no corrective action will be taken at this time. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During a coil embolization procedure to treat a 3.7mmx5.8mm posterior communicating artery (pcom) aneurysm, there was difficulty advancing the orbit rdfl complex mini coil through the middle of the prowler 14 microcatheter. The coil was withdrawn, but the delivery system could not be removed from the microcatheter. The coil and microcatheter were removed as a unit, and the coil was stretched. The same prowler microcatheter was utilized to complete the procedure with another coil. A constant and dedicated saline with heparin was utilized at all time and during the event. The distal tip of the microcatheter was re-shaped to 45 degree with the shaping mandrel and with vapor; the microcatheter was not damaged after re-shaping. No additional torque or force was utilized during the advancement of the coil system through the microcatheter. The coil introducer was seated correctly in the microcatheter hub, and the coil was inserted through the hub, y-connector and touhy without any issues. There was no resistance/friction during advancing prior to reaching the middle of the microcatheter. Other than the reported event, no other damages were noticed with any other section of the coil system or microcatheter, and the coil was still attached to the delivery system after removal no further information is available. A non-sterile trufill dcs was received in tangled condition inside a plastic bag. The hypotube was inspected and several kinks were found on it. The introducer was received zipped without damage. Part of the support coil, gripper and embolic coil were found inside of the introducer. The support coil was found kinked. The gripper was found without damage. The embolic coil was still attached to the gripper and it was found stretched. The od from the delivery tube was measured and was found within specification. The gripper and embolic coil were inspected under microscope, the gripper was found without damage and the embolic coil was found stretched. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The functional test for advancement in a microcatheter could not be performed due the conditions of the received product. The reported stretched coil was confirmed. Based on the reported information and analysis of the returned device, the cause of the inability to advance the coil and the coil stretching could not be determined; however, with review of the returned device and the device history records, there is no indication of any manufacturing issues related to the event. Inspections are in place to prevent this type of damage from leaving the facility. Therefore no corrective action will be taken at this time.

Manufacturer narrative:
During a coil embolization procedure to treat an aneurysm of the (pcom) posterior communicating artery, the orbit rdfl complex mini coil was advance via prowler microcatheter, but there was difficulty advancing the coil through the middle of the catheter. The coil was withdrawn, but the delivery system could not be removed from the microcatheter. The systems, the coil and microcatheter were removed unit, and the coil was stretched. Another device was utilized to complete the procedure with the same microcatheter. A constant and dedicated saline with heparin was utilized at all time and during the event. No additional torque or force was utilized during advancing the coil system through the microcatheter. The distal tip was re-shaped to 45 degree with the shaping mandrel and with vapor, and the microcatheter was not damaged after re-shaping. The coil introducer was seated correctly in the microcatheter hub, and the coil was inserted through the hub, y-connector and touhy without any issues. There was no resistance/friction during advancing or at any other time. Other than the reported event, no other damages were noticed with any other section of the coil system or microcatheter, and the coil was still attached to the delivery system after removal from the patient. The aneurysm size was 3.7mm 5.8mm. No further information was available. Additional information will be submitted within 30 days of receipt.